Event description:
Customer alleges discrepant results with inratio meter compared to laboratory for patient 1. Summary of reported results: date: (B)(4) 2014, inratio: >7.5, laboratory: 2.2, time between testing: 3 hours. Patient's therapeutic range is: 2.0 - 3.0. No additional information was provided.

Manufacturer narrative:
Investigation pending.